Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). After investigation the event is no longer considered reportable, as it is assessed as a side effect and not due to the device. H6) c22 - appropriate term/code not available for side effect d17 ¿ appropriate term/code not available for side effect summary of investigational findings: during a post market clinical follow-up (pmcf) study cook became aware of this event. The subject of this complaint is a 74-year-old female patient. Pre-excisting conditions like coronary artery disease (cad), chronic obstructive pulmonary disease (copd), aneurysm in descending thoracic aorta. Primary indication for thoracic endovascular aortic repair was taa (thoracic aortic aneurysm). The patient was treated with zta-p-32-109. Proximal and distal neck was reported with partial thrombus, with parallel neck shape, mild occlusive disease and no calcification. Location of the device was proximal seal zone 3 to mid descending aorta, above celiac. No evidence of device issues at the completion of procedure. Aspirin was prescribed at time of discharge. 1-month follow-up CT (computer tomography) revealed a thrombus in the zta-p-32-109. At the 12-month follow-up, the thrombus was still there. No further treatment has been scheduled. Based on the provided information, nothing indicates that the event is related to fault condition of the device or abnormal use of the device. The patient was pre-disposed because of the pre procedure reported partial thrombus in both the proximal and distal neck. The event is assessed to be a side effect. According to the instructions for use, thrombosis is a known adverse event associated with zta endovascular procedure. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device marketed under PMA/510(k) p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: synopsis: reported thrombus in proximal study device at 1 and 12-month follow-up visits. On (B)(6) 2022, the patient was routinely treated for saccular thoracic aortic aneurysm with placement of the above zta device. The 1-month follow-up imaging revealed a thrombus in the study device. The patient was taking aspirin. No 6-month follow-up visit occurred. The 12-month follow-up imaging showed the thrombus again and the patient was still taking aspirin.